Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy on (B)(6) 2017. Mini bags of unspecified IV antibiotics were infused and found with greater than 10cc remaining following the infusion requiring the nurse to reset the pump to ensure full volume of the medication was infused. It was found that the nurse programmed the pump to infuse 100cc/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.